Manufacturer narrative:
The customer¿s report of the device failing to alarm when the infusion completed was confirmed. The pcu event log shows that at 3:17 pm on (B)(6) 2017 the pump module was programmed to infuse epinephrine 2mg in 250ml at 30ml/hr. At 3:19 pm, the user programmed a delay for 1 minute. The call back option default was before & after, however the user changed the call back option to before only at 3:20 pm, so when the infusion completed it stopped with no callback after alarm and no kvo. As designed, when the delay start feature is used, the alaris system does not produce an audio alarm when the delayed infusion is complete, unless a callback after option has been programmed. No kvo infusion occurs after the end of a delayed start infusion. The root cause of the device failing to alarm when the infusion completed was user programming. Devices not received, log review only.

Event description:
The customer reported that a pump module displayed that the infusion of epinephine was complete however it did not alarm and it did not go into kvo (keep vein open) mode. As a result, the patient experienced a v-tach arrest, and rosc (return of spontaneous circulation) was obtained after 1 round of compressions and defibrillation. Following this event, the facility¿s biomed confirmed that the pump would alarm once an infusion had completed however they were unclear as to what led to the pump behavior during and after the arrest.